Manufacturer narrative:
B3: unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed error code 42224, indicating a user interface command prompt timeout, along with error code 40004. There was unknown patient involvement. No symptoms were reported.

Manufacturer narrative:
One device was received for evaluation in used condition. Visual inspection found the device was in used condition. The customer complaint of error code 42224, indicating a user interface timeout, was confirmed through power-up test and review of the event history log. The printed wire assembly (pwa) was replaced in order to address this issue. The software was updated, and the device then passed all testing. The exact cause of the error code was not determined, but as it is often indicative of a software/operating system failure, the cause can reasonably be presumed to be related to the pwa and/or software, and therefore the pwa and software was replaced/updated.